Event description:
A customer contacted baxter's technical service center reporting large air pockets found in patient line that appeared on the homechoice (hc) display during connect yourself display. The technical service representative (tsr) advised the home patient (hp) to disconnect using aseptic technique. The tsr assisted to cycle power the hc macine off / on and removed the cassette. The hp to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
A customer reported receiving an e-6 message from his precision xtra meter. Customer also reported experiencing seizure and loss of consciousness. However, customer's call got disconnected during the survey. It's unknown if customer had any self-treatment or received any third party medical intervention for his reported event. Adc customer services made multiple attempts to follow up with the customer but without any success. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: during the meter trouble shooting with customer services, customer was able to calibrate his meter successfully.

Manufacturer narrative:
Customer's product has been returned and investigated. The complaint was confirmed. Meter data-log was uploaded and reviewed and significant date and time changes were observed . Time and date change due to electrostatic discharge were observed. No further information regarding the medical event initially reported was obtained after several attempts to contact the customer. This is a final report.